Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin over filling can cause issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose. The customer overfilled the cartridge. Reportedly, the customer replaced the cartridge and continued insulin therapy.